Event description:
It was reported that the pump was not exposed to extreme temperatures, but a temperature alarm occurred. The customer's blood glucose was 400 mg/dl. Customer reverted to an alternate method of insulin therapy.